Event description:
It was reported that the implant had migrated several months post-op. Per the physician, no supplemental fixation was used although it is recommended per the surgical technique. In addition, the surgeon reported that the pt was non-compliant with post-op instructions.

Manufacturer narrative:
Investigation in process.